Event description:
Male pt with a history of hypertension, high cholesterol, and CABG (1985), was admitted for coronary angiography, which revealed severe triple vessel disease, as well as a 95%, 23mm lesion in a 3.5mm svg to the mid-rca. Two 3.5 x 23 mm cypher stents were deployed in overlapping fashion to 16 atms by direct stenting method. The stents were not postdilated. Residual stenosis was 0% with timi iii flow throughout the stented segment. The pt was discharged with orders for plavix, 75 mg/day. Approx 10 months later, the pt returned (reason unk). Repeat angiography revealed a >70% restenosis of the previously placed cypher stents. This was treated with target lesion revascularization.

Manufacturer narrative:
Note: this report reflects two products with the same unk catalog and lot numbers. Add'l info will be submitted within 30 days of receipt.